Event description:
Clinic notes were received for patient's referral for a new vns implant. Notes indicate that the patient's previous vns device was removed in 2010 due to wound infection. Attempts for additional relevant information about the infection and device explant were unsuccessful. A review of device history records showed that the generator was sterilized prior to distribution.